Manufacturer narrative:
Evaluation summary: the analysis results found that the ld111 instrument was returned with the flex ring over the upper ring, therefore device would not turn. The instrument flex ring was returned to the original position under the lower ring and the iris valve was noted to be torn. As per the IFU "lift one edge of the flexible ring through the iris valve to complete the installation preparation" only one edge of the flexible ring is to be inverted and upon insertion of the instrument into the abdominal cavity it is to be expanded. A potential cause of the iris valve damage is the contact of a sharp device with the plastic membrane. For this reason, the instructions for use indicate the following: "do no allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur." And "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap splenectomy procedure, after the device inverted flexible ring was installed, pneumoperitoneum could not be established because the device could not seal. Another device was used to complete the case. No pt consequence reported.